Event description:
The patient reported that they had an MRI done and doesn¿t believe they put their device in MRI mode. The patient stated that ever since the MRI, they have been unable to switch between programs. The patient mentioned that they also had a second MRI on (B)(6) 2016, which is when they realized that they didn¿t put their device in MRI mode the first time. They stated that there have been no changes in their stimulation, just that they are unable to switch between programs. At the time of the report, the patient attempted to connect with their implantable neurostimulator (ins), but their programmer showed the charge ins screen. After the patient charged between half and ¾ full, they synced with their programmer. Patient services tried helping the patient change to their setting 2, but it was noted that they only had 1 setting available. The patient was to follow up with their healthcare provider. Additional information received from the patient indicated that they met with the manufacturing representative, and the rep corrected the problem. No patient symptoms were reported. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.